Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. The following field was updated accordingly: section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, and a6: unknown, information was requested but not provided. Section b3: unknown, not provided, but the best estimate date is prior to november 4, 2025. Section d6a: implant date unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent a lens exchange procedure due to halo and glare issues with a preloaded multifocal intraocular lens (iol), model drt150. The lens was replaced with a monofocal toric intraocular lens, model diu150 of 23.5 diopter. This secondary surgical intervention was classified as a patient adverse event related to the device. No further information was provided.